Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant reported that the patient on impella cp support developed distal limb ischemia. An external radial and femoral bypass were done. It was further reported that no doppler-able pulses were in the right lower extremity despite the radial and femoral bypass. The physician will reassess the bypass at bedside. The patient eventually expired after the family decided to withdraw care. The use of the impella device cannot be conclusively associated with the patient¿s outcome. The patient's peri-procedural condition was critical.

Manufacturer narrative:
The investigation for limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.